Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Insulin pump had blank display as well as pump error alarm. Customer was able to clear alarm and self test was passed. The insulin pump will not be returned for analysis.